Event description:
It was reported that oversensing was observed during visit at the clinic. The device was explanted and replaced.

Manufacturer narrative:
(B)(4). The reported field event of oversensing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the field event would not be determined.